Manufacturer narrative:
It was reported that during the procedure there was difficulty inserting the device into the patient and advancing the device through the patient anatomy. The device was removed from the patient and was about to be re-inserted when a kink with a small tear on the tip of the dilator was observed. Information from field indicated that the delivery sheath had made contact with the non-abbott guidewire before the returned to abbott, and a deformed damage and tear was noted at the tip of the dilator consistent with damaged during use. The inner diameter of the sheath at the hub was measured using a pin gage and it met dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however tortuous anatomy may have contributed to reported advancement difficulty, tear at the tip of dilator, and kink in device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. The patient had tortuous veins. During the procedure it was noted that there was difficulty inserting the device into the patient. There was also difficulty advancing the device through the patient anatomy over the 12f non-abbott short sheath. The device was removed from the patient and was about to be re-inserted when it was observed that the device was kinked with a small tear on the tip of the dilator. The delivery sheath had made contact with the non-abbott guidewire before the split tip was noticed. The device was removed from the patient and replaced with a new 12f amplatzer torqvue 45x45 delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that during the procedure there was difficulty inserting the device into the patient and advancing the device through the patient anatomy. The device was removed from the patient and was about to be re-inserted when a kink with a small tear on the tip of the dilator was observed. Information from field indicated that the delivery sheath had made contact with the non-abbott guidewire before the split tip was noticed. Field also indicated that the patient had tortuous veins. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however tortuous anatomy may have contributed to reported advancement difficulty and kink in device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.